Event description:
It was reported that there was no rpm display during the preparation for a rotational atherectomy procedure. Even though the machine was working normally, the rotablator console did not display the speed indication. The procedure was completed on another day with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that there was no rpm display during the preparation for a rotational atherectomy procedure. Even though the machine was working normally, the rotablator console did not display the speed indication. The procedure was completed on another day with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis and the console was tested using a rotalink 1.75mm burr. The rotational speed was not displayed as there is a massive gas/air leak at the turbine pressure switch. It was also found that there were missing front screws and the void seal was broken. The foot pedal was tested and functions properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear as the console was manufactured in the 1990's. (B)(4).

Manufacturer narrative:
(B)(4).